Event description:
A (B)(6) female pt contacted zoll customer support to report that her monitor's response buttons were non-functional. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons) has been confirmed. Upon investigation, the rear response button was non-functional. The cause was the response buttons cable was not inserted into the j1005 connector on the ca board. The root cause of the unplugged response button cable was unable to be positively determined. No adverse event resulted from the unplugged response button. The distributor was issued a replacement monitor.